Event description:
The patient reported that her blood glucose reached 400 mg/dl so she gave a correctional bolus of insulin (exact dosage was not provided) but was not able to lower her bg levels. She was also vomiting out bile she decided to go to the emergency room where she was diagnosed with food poisoning and diabetic ketoacidosis. They placed her on an insulin drip and she was given anti-nausea medication intravenously. The pod was removed and discarded at the ER. She stayed overnight at the hospital before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.